Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient called with complaint of leaking with his artificial urinary sphincter (aus). He states that he has had the system for approximately 2 years and now he had intermittent leakage. He states that he isn't as incontinent as he was when he first had the system placed but that in the last month he had noticed this increase in wetness. He stated that he had contacted his dr. And was told by dr's nurse that he may need an adjustment to his cuff. He asked if there were any other drs he could see as his dr. Is far for him to travel and patient liaison directed him to fixincontinence.com. And also recommended him to make an appointment with his dr.

Manufacturer narrative:
B2: outcomes attributed to adverse event updated.

Event description:
It was reported that the patient called with complaint of leaking with his artificial urinary sphincter (aus). He states that he has had the system for approximately 2 years and now he had intermittent leakage. He states that he isn't as incontinent as he was when he first had the system placed but that in the last month he had noticed this increase in wetness. He stated that he had contacted his dr. And was told by dr's nurse that he may need an adjustment to his cuff. He asked if there were any other drs he could see as his dr. Is far for him to travel and patient liaison directed him to fixincontinence.com. And also recommended him to make an appointment with his dr.